Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with 0.3 ml of juvéderm volbella® xc. The patient reported ¿swelling and presented with hard and inflamed, delayed onset nodules¿ 16 days later. Approximately 11 days later, patient was treated with 1mg im rocephin, im decadron, 150u of hylenex and was prescribed po 150mg tabs of clindamycin. Two days later, the patient received more hylenex and po prednisolone tabs. The patient received additional hylenex and clindamycin 12 days later. The event is ongoing.